Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. The patient condition was unchanged.

Manufacturer narrative:
The concern of premature discharge of battery was not confirmed. The device voltage was at elective-replacement level when received. Analysis of the device image indicated the device was operating with auto mode enabled. Longevity assessment found the device was implanted for more than 98% of its projected battery life, consistent with normal longevity. Electrical and mechanical tests performed indicated normal device functionality.